Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was not known, the customer declined to provide additional information regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.